Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.

Event description:
Healthcare professional later reported rupture.

Manufacturer narrative:
H6. Health effect - impact code continued: f2201 - biopsy, f2203 - imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, seroma-late.

Event description:
Patient reported left side capsular contracture baker grade unknown and seroma-late. Device has been explanted and discarded.

Event description:
Healthcare professional reported left side "there was no capsule contracture, baker grade 1. No seroma was present as the capsule was in a tight connection with the implant, so there were no samples that could be taken for the biacl test". Healthcare professional later reported left side, "gray-brown capsule-like fragments measuring 9x8x1 cm in aggregate weighing 7 grams", "layer synovia-like metaplasia layer", "chronic inflammation", and "foreign body-type giant cells containing particles of breast implant".

Manufacturer narrative:
The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.